Event description:
Customer ran a control test on her breeze2 meter and received a reading of 200 mg/dl. The control range is 96-131 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.